Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead had an unspecified defect and was surgically replaced. Additional information has been requested from the field to clarify the specific allegation against the ra lead. Additionally, information has been requested regarding the current ra lead location. The patient was stable with no additional adverse consequences reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.this report is being filed for additional information in b5 and h6.

Event description:
It was reported that this right atrial (ra) lead had fractured. The physician elected to surgically cap and abandon the ra lead and a replacement lead was implanted to resolve the event. The patient was stable with no additional adverse consequences reported. The ra lead remains implanted, but capped and out-of-service.